Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23.4 mmol/l with unspecified ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was released from the emergency room on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.